Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a gyn procedure the blade was broken and fell into the patient, but it was already removed. Another device was used to complete the case. There were no adverse consequences to the patient.